Event description:
After a stent assisted coil embolization of an unruptured cavernous internal carotid artery aneurysm using an enterprise vrd and seven trufill dcs orbit coils, there was paralysis of the oculomotor nerve. The physician commented that the paralysis was a predictable consequence to the embolization. The patient is in stable condition and is presently being monitored with follow-up. It was reported that there was no post procedure medical therapy. The aneurysm was 19.8mm x 15mm with an unknown neck to sac ratio. The proximal and distal diameters of the parent vessel are not known. The enterprise was placed at the intended position followed by placement of the coils. The coil embolization was completed without any problems.

Manufacturer narrative:
(B)(4). This is two of several products involved with this adverse event, which is associated with mfg report #1058196-2010-00142, 1058196-2010-00143, 1058196-2010-00144. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After a stent assisted coil embolization of an unruptured cavernous internal carotid artery aneurysm using an enterprise vrd and seven trufill dcs orbit coils, there was paralysis of the oculomotor nerve. The physician commented that the paralysis was a predictable consequence to the embolization. The patient is in stable condition and is presently being monitored with follow-up. It was reported that there was no post procedure medical therapy. The aneurysm was 19.8mm x 15mm with an unknown neck to sac ratio. The proximal and distal diameters of the parent vessel are not known. The enterprise was placed at the intended position followed by placement of the coils. The coil embolization was completed without any problems. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lots 13438459, 13470871, and 5020139 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for all the noted lots (13438459, 13470871, and 5020139). Compression of the oculomotor nerve (cn iii) is frequently associated with cavernous sinus aneurysms. Large and giant aneurysms of the cavernous segment of the internal carotid artery (ica) frequently present with symptoms of mass effect on the cranial nerves. Neurological deficits and injury to normal vessels or tissues are known adverse events specific to embolization procedures as outlined in the orbit and enterprise IFU. The large size and location of the treated aneurysm and mass effect are clinical factors likely contributing to the oculomotor nerve dysfunction. As reported by the physician, this was a predicted consequence. There is no evidence to suggest there were any device design or manufacturing issues that contributed to the reported event. Therefore, no corrective actions will be taken at this time. This is two of several products involved with this adverse event, which is associated with mfg report #1058196-2010-00142, 1058196-2010-00143, 1058196-2010-00144, and 1058196-2010-00145.